Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis activity would not reflect on server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis activity was not reflecting on the server. A technical support specialist (tss) identified that the station was in manual recovery mode and applied the fix as outlined in the relevant knowledge article titled "manual recovery required - datasyncinvaliduploadchangetrackingvalue" to address the data synchronization issue. The tss performed a full synchronization of the station with appropriate approval and ensured that communication between the device and server was restored. The tss then verified that the station upload status was current and confirmed that the issue no longer persisted after synchronization. The tss communicated that the issue had been resolved and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.